Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) pressure is not sensing. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse attached trainer and balloon to unit to make sure it functioned properly and allowed unit to pump while going through different modes on the trainer. Fse checked internal boards for proper voltages and operation. The unit operated as it should. It was released to customer for clinical use. A supplemental report will be submitted upon completion of our investigation.